Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty cpu, and installed a new gib board. System operates as intended.

Event description:
It was reported that the system would not boot-up. No patient injury reported.